Manufacturer narrative:
The customer's report of a tubing set breakage was confirmed. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. Visual inspection of the set noted the male luer collar was broken off. The collar break was around the base of the collar. Further inspection observed no stress or tool markings at the break site. No other issue was observed. Functional testing resulted in no leaking. The root cause was identified as design of the male luer component. The device history record for model me2017 could not be conducted due to no lot number being provided.

Event description:
It was reported that a hub broke while disconnecting from a peripheral IV after a medication infusion of valproate and pepcid. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.

Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector; unspecified piv. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no additional patient demographics provided.

Event description:
It was reported that a hub broke while disconnecting from a peripheral IV after a medication infusion of valproate and pepcid. The event occurred on a pediatric unit. Although requested, no additional patient information or event details were provided.